Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 63-year-old female underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring the scheduling of a pacemaker implantation. When performing the last ablation lesion it was noted that the ablation time on the smartablate generator and the ep recording system did not match. The bwi representative stated that there was a 4-second discrepancy. The physician was questioning the delay as there was a heart block and a pacemaker is now being implanted. The max wattage: 50 watts and the total ablation time: 3 minutes 19 seconds. The adverse event was discovered after usage of biosense product. The physician had some concerns regarding dmartablate generator reliability. The physician setup a 60sec ablation time frame. He delivered 60 sec. Ablation and we noticed a heart block. Immediately ablation was off. He reviewed on recording system the ablation time and occurrence. He found out that on recording system shows 64 sec instead of 60 seconds. After more than 45 minutes patient was not recovered from heart block. Physician opted to send the patient to recovery room for observation and possible pacemaker implantation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.